Manufacturer narrative:
(B)(4). The system error 2240 alarm could not be confirmed and a cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4) and renq-CAPA-(B)(4).

Event description:
A customer contacted baxter (B)(4) regarding a system error (se) 2240 (air in line) alarm that appeared on the home choice (hc) display during dwell 5. The home patient (hp) had already cleared the alarm prior to calling. The technical service representative (tsr) explained the alarm to the hp, informed them they would need to start over with new supplies, and advised them to inform their nurse of the alarm. Proper procedures per the user manual were reviewed with the hp. Proper procedures per the user manual were reviewed with the hp. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr, because the product is unknown at this time. The sample was not returned to baxter, therefore no evaluation or batch review could be performed. A follow-up report will be filed should additional information become available.